Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 50 mg/dl. The customer declined troubleshooting on insulin pump for low blood glucose. It was reported that they received sensor updating caused them to remove the sensor. The insulin pump will not be returned for analysis.